Event description:
It was reported that the patient was referred to explant due to an infection in the chest area. The surgeon had observed a hole at the incision site and the generator had been visible under the skin. The surgeon's office reported that the patient's wound had completely healed prior to this event. The patient was implanted around 3 months earlier. The doctor thought there could be an infection and so the patient was on a 15-day course of antibiotics. They weren't sure why this had happened but did not think it was related to surgery. The manufacturer's device history records of the lead and generator were reviewed. Sterility of the two products were verified. No further relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
Per the patient's treating neurologist, there was no known trauma or manipulation to the site. No further relevant information has been received to date.